Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and had a revision to downsize the cuff. The device was removed and replaced with a smaller cuff. There were no additional patient complications.